Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of sensing and capture and was suspected to have dislodged. This lead issue was noted to have been discovered when the patient was admitted due to a type of diaphragmatic or phrenic nerve stimulation, which could not be reproduced. Additional information was provided that this lead was replaced with a non boston scientific lead. At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.